Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the (distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during explant caused the inner conductor coil to break. Whether or not the lead caused or contributed to the clinical observation of pericardial effusion could not be determined.

Event description:
It was reported that the patient with this right atrial (ra) lead was admitted to the hospital with a pericardial effusion and near-tamponade; a lead perforation was not confirmed. The effusion was successfully tapped. Prior to hospital admission, the patient reportedly had pain near the implant site since shortly after implant. At a check one week post implant, no issues were found but following that, they presented to the emergency room with shortness of breath; a computed tomography (CT) scan performed at that time found no effusion. The lead was successfully revised and remains in service. No additional adverse patient effects were reported.